Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pace impedance measurements. Subsequently, the existing system was reprogrammed to vvi 30 and remains implanted. A new system of a different model, was also implanted. This is contraindicated per labeling. No additional adverse patient effects were reported.